Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was working properly but the jaws suddenly became difficult to open fully. The device was replaced by another one of the same model and worked fine. There was no patient injury.